Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: product code 150600003, work order (B)(4) description attune fb tib base sz 3 cem was manufactured on 22 dec 2016. (B)(4) parts were manufactured per specification and all raw materials met specification. (B)(4) is associated with this lot however there is no correlation with the failure mode as it is in relation to an issue with the led front light on the vision camera for the laser work step. One part was scrapped for a casting defect at the machining step. Due to no similar failures found in the DHR review, the root cause of the complaint cannot be determined. Should further information come available that impacts the findings in this investigation it will be reopened. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision total knee replacement; dr. (B)(6), (B)(6) health campus (B)(6) 2018. Revision total knee replacement was performed due to pain and tibial baseplate loosening. This patient underwent a primary total knee replacement at (B)(6) health campus on (B)(6) 2017. The patient has since experienced pain on her proximal tibia. A bone scan was performed. The patient was brought in for a revision surgery. The baseplate showed signs of loosening on the medial aspect of the tibial plateau when pressure was applied with a bone punch. The baseplate was removed using flexible osteotomes. The ps fb insert was removed as well. The underside of the removed tibial baseplate was clean with no cement as shown in the attached photos. A small clean up cut was performed on the proximal tibia using a saw blade to remove the residual cement mantle. Cement was also removed from inside the canal using a drill bit and osteotomes. Once all cement was removed the surgeon then prepared the tibia to accept a size 3 attune revision fixed bearing tibial base along with a 14x50mm cemented stem. The implants were constructed and then implanted using standard technique with cmw 2 gentamicin bone cement. A new attune ps fb insert was also implanted. Female patient initials pb, (B)(6), height: 160cm, (B)(6).